Event description:
A report was received from another country indicating that a patient experienced in-stent restenosis approximately ten months after implantation. The cypher stent was implanted in the left anterior descending coronary artery. The target lesion was neither calcified nor tortuous but it was 90% stenosed. The patient lesion was treated with a cypher stent and discharged home on aspirin. However, the patient presented with 100% restenosis ten months later and the restenosis was treated by implantation of another cypher stent.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.